Manufacturer narrative:
Results: received contaminated samples of actual device from customer. Based on evaluation of these devices and subsequent photos this complaint is confirmed for defective sleeves. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6082838. Conclusion: based on device photos the sleeve is not properly molded as there is a hole in the bottom. This defect was created at the supplier level.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set the luer attachment did not fully enclose around the luer needle. This resulted in blood leakage when the tube was taken away from the hub. No mucous membrane exposure was reported.